Event description:
Post-op infection. The patient has lumbar disc herniation and underwent surgery. During surgery, fluid gelatin is used to stop bleeding within the spinal canal and prevent adverse reactions such as spinal hematoma caused by compression of spinal nerves due to bleeding. The surgical process went smoothly. Five days after surgery, the patient developed an unexplained fever and the effectiveness of external antibiotic treatment was not satisfactory. On the 17th day after surgery, the patient was admitted again due to postoperative wound infection in the lumbar spine, and was given bacterial culture of secretions, wound debridement, irrigation, drainage, and treatment with sensitive antibiotics. The wound is currently healing well and the patient has been discharged. Patient: 74 year old male. Event date: 06/15/2024. Procedure date: (B)(6) 2024. Additional information was received: how much surgiflo was used ? Unk. Was surgiflo removed or left in the patient after hemostasis? Unk. What is the surgeon's opinion of why the patient experienced an infection? Unsure, the patient was previously healthy. The fasting blood glucose was 6.13 mmoll/l after admission, which was within the tolerance range of general anesthesia; the inflammatory indicators were approximately normal after discharge, and the wound had no redness, swelling and exudation. Low patient resistance.

Event description:
Post-op infection. The patient has lumbar disc herniation and underwent surgery. During surgery, fluid gelatin is used to stop bleeding within the spinal canal and prevent adverse reactions such as spinal hematoma caused by compression of spinal nerves due to bleeding. The surgical process went smoothly. Five days after surgery, the patient developed an unexplained fever and the effectiveness of external antibiotic treatment was not satisfactory. On the 17th day after surgery, the patient was admitted again due to postoperative wound infection in the lumbar spine, and was given bacterial culture of secretions, wound debridement, irrigation, drainage, and treatment with sensitive antibiotics. The wound is currently healing well and the patient has been discharged. Patient: 74 year old male. Event date: (B)(6) 2024. Procedure date: (B)(6) 2024.